Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the atrial lead exhibited noise, sensing anomaly and low impedance. The noise was unable to be reproduced. No intervention or patient symptoms were reported.